Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. The root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. As the necessary information was not provided, the root cause of the thrombus was not determined. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The user facility reported a patient was on impella 5.5. Support and developed a hematoma around their right axillary jp drain following physical therapy. There was no output in the drain itself. Oozing was noted the next day around the jp drain and the tubing was stripped which cleared some clots and the drain put out 30 milliliters per hour. An ultrasound was ordered and hemoglobin continued to trend up. Heparin drip was put on and bicarbonate was running through the purge. Support was continued.